Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the bed goes up all by itself. He also states when the consumer is in the bed it will go down by itself.

Manufacturer narrative:
Additional/updated information was added to reflect the bed ends being returned to the manufacturer for evaluation. The result of the evaluation was that no problem was found, so the original complaint issue could not be confirmed. As the other bed sections were not returned, it is unknown whether another part of the bed could have caused the reported malfunction.

Event description:
The dealer states the bed goes up all by itself. He also states when the consumer is in the bed it will go down by itself.